Event description:
The facility reported that a patient with pseudoexfoliation/loose zonules and dense lens (grade 4) had a posterior capsule rupture midway through phaco procedure. The surgeon discontinued the procedure with this system and proceeded to stop another system to continue with fragmentation procedure. The surgeon did not feel that any of the alcon products had caused this event, and that the surgery had been completed after switching out the system. No samples would be returning for evaluation; no questionnaire will be returned by the facility, and no additional information provided related to the reported event.

Manufacturer narrative:
There were no samples returned for evaluation, no questionnaire returned by the facility and no additional information provided related to the reported event. For this reason, there is insufficient information to replicate or confirm the reported event and the root cause is therefore unknown at this time. This report was mailed to FDA on: 07/17/2008.